Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were hard to press sticky and unresponsive and no insulin delivery alarm without explanation. The customer¿s blood glucose was unknown at the time of incident. The customer also state that insulin pump had rejected brand new battery. The insulin pump will not be returned for analysis.